Manufacturer narrative:
(B)(4). The returned sample was analyzed in the laboratory and the leakage was confirmed. The leak was caused due to several leaking fibers in the potting area of the oxygenator due to shrinking of fibers and insufficient connection of the fibers to the potting area. The cause of the shrinkage resulting in insufficient connection is not determined at this time and an investigation is ongoing. Note: the reported event occurred when using the be-01970311-pls d quadrox-I oxygenator, however a equivalent device marketed in the us is used for reporting. (B)(4).

Event description:
On (B)(6) 2012, at (B)(6) in(B)(6), it was reported that during the de-airing procedure, a water leak was noticed from the bottom of the quadrox-I be-01970311-pls d oxygenator (lot number 70081504). The oxygenator was replaced. There was no patient impact. (B)(4).